Event description:
It was reported that the patient underwent l4-5, l5-s1 posterior fusion using rhbmp-2/acs on multiple levels in the lumbar spine, as well as mixing rhbmp-2/acs with mastergraft and using a peek cage. In 2011, the patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs and chronic pain. The patient has required extensive medical treatment, including having to undergo an additional surgery" approximately 15 months post-op. Reportedly, the patient has "never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living".

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Concomitant product: mastergraft (therapy date unknown). (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.